Event description:
It was reported that the physician called technical services (ts) with concerns of this implantable cardioverter defibrillator (ICD) may have induced patient into a ventricular arrhythmia. The physician requested ts for further review and evaluation of the device stored ventricular episodes. Upon review, ts was able to confirm that patient premature ventricular contraction (pvc) signals were blanked by the device which led to ventricular pacing that induced the patient into a ventricular fibrillation (vf). It was noted that the ICD then appropriately delivered shock therapy that successfully converted the rhythm. Ts discussed device optimization options with the physician. At this time, the ICD device remains in service. No additional adverse patient effects were reported.